Event description:
Customer reported that she had high blood glucose of 525 mg/dl and that her insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to slanted/loose motor drive support disk. Unable to perform the excessive no delivery, self, error, off no power or the operating currents tests due to prime/fill anomaly. Unit passed the displacement test. Unit had cracked case at display window corners.